Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure while in the left atrium, the merit inquire rosen j tip guidewire could not be moved without resistance within the farawave pulsed field ablation catheter. Subsequently, the catheter was replaced, and the procedure was completed. There were no patient complications. The catheter is not expected to return as it was disposed.